Manufacturer narrative:
The crea reagent lot number and expiration date were not provided. The qc was not acceptable after running the samples. The alarm trace showed multiple abnormal probe sucking alarms and multiple abnormal sample aspiration alarms. The fse changed the tubing, replaced the gear pump head and adjusted the water wash level. Investigation is ongoing.

Event description:
We received an allegation about discrepant results for an unspecified patients' samples tested with creatinine (crea) assay on a cobas 6000 c501 analyzer. Below are few examples of the discrepant results provided. Sample 1: initial result: 85 mol/l. Rerun result: 54 mol/l. The physician questioned the result as it did not match the patient's clinical picture. The sample was then repeated. Sample 2: initial result: 132 mol/l. Rerun result: 98 mol/l. Sample 3: initial result: 127 mol/l. Rerun result: 91 mol/l. The repeat results were deemed to be correct.

Manufacturer narrative:
Discrepant creatinine results were provided for an additional patient sample. The customer repeated 1 patient sample 6 times on 2 different analyzers with the following results: 67.0 umol/l, 65.0 umol/l, 99.0 umol/l, 68.0 umol/l, 93.0 umol/l, 64.0 umol/l and 87.0 umol/l.

Manufacturer narrative:
A general reagent issue can be excluded as there were no further issues and a correct rerun was performed with the same reagent. In addition to the field service engineer performing the recommended actions, a global roche expert visited the customer's site and corrected the system. He then confirmed that the system was performing within specifications. The root cause of the event was service training related.